Event description:
Customer received results of 4.1 mmol/l, 3.3 mmol/l, and 4.5 mmol/l on the mobile system, and results of 5.4 mmol/l and 5.3 mmol/l on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Suspect device will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the performa system. Will not be returned to manufacturer.